Event description:
The customer reported that the therapy connector port was loose. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the therapy connector port was loose. There was no report of patient impact or involvement. Philips evaluated the device and verified the reported symptom. The connector was secured as per service standard, and the device passed all performance and verification testing.